Manufacturer narrative:
Follow-up #1 date of submission 10/02/2014-product analysis: the device was returned and evaluated by product analysis on (B)(4) 2014 with the following findings: investigation revealed the display screen was dim and discolored. Unrelated to the complaint, a battery compartment crack was discovered. Evaluation revealed the up keypad button was intermittently responsive. There was evidence of keypad contamination found under the up and contrast key contacts.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. Reportedly, the user could not read the display screen safely. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.